Event description:
Zenith main body graft was placed without complication. Cannulation of the contralateral limb was difficult but obtained and verified with a "graftogram." Graft was then fixated by deploying the suprarenal stent and contralateral limb, also without complication. The top cap had been recaptured and as the physician was pulling back on the grey positioner, as it reached the suprarenal stent, it was noticed that the wire guide in place on the ipsilateral side was pulled back and barely out of the dilator tip. The wire appeared to have curled or coiled up on itself. Almost simutaneously the pt became hypotensive with a systolic pressure of 60mm/hg; down to 30mm/hg. A decision was made to convert to an open repair. The abdomen was opened and bifurcated graft was sutured in place. Pt's hemoglobin had also dropped from roughly 14 to 8 before the procedure was concluded. Additional info regarding the aaa procedure was obtained in 09/2004. It was reported that during the procedure the pt had sustained a perforation of the thoracic aorta just above the diaphragm. The pt had become hypotensive and their abdomen was opened, believing the source of the bleeding would be revealed, but unfortunately was not. The aneurysm repair was converted to an open procedure, removing the zenith device and replacing it with a aort0-bifemoral graft. The pt has sustained a period of hypotensive and developed a spinal cord injury which has resulted in a lower extremity paralysis. Because the pt continued to bleed, a thoracic surgeon performed a thoracotomy and located what he believed to be the perforation site of the thoracic, just above the diaphragm, which he closed with several sutures. A large hematoma was found around the aorta which contained about one liter of blood. When the pt was converted to open repair, the pt had little or no collateral circulation, which probably accounts for the spinal cord injury.